Event description:
Has been in almost 10 years have had nothing but trouble with implant. The dr that implanted is no longer practicing. This product was sold to me with misleading info and also had recalls, and issues before it was implanted. The leads feel like they have shifted. I wish I would have never had this procedure done.